Manufacturer narrative:
((B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and moderately calcified artery. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous and moderately calcified artery. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any issues. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR.: mustang 5.0 x 100, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified, starting point of the tear was 2mm proximally from the distal marker band and extending to 3 mm proximally past the proximal marker band. The tear measured 63 mm in total. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified damage to the tip. No issues were identified during the product analysis.